Event description:
Caller states that the patient tested 1.8 inr and 3.6 inr on the same device during duplicate testing. No action was reportedly taken based on device results. No adverse event reported. Requested return of suspect device, however caller advised that there are no strips available for return.